Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit, was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During set up, the physician put 10cc of saline into the anchoring balloon to ensure that it functioned properly, and it did. He inserted the catheter into the pt and filled the anchoring balloon with saline. When he pulled the catheter to ensure that it was anchored properly, the catheter came right out of the pt. The balloon would not longer hold the saline. The physician used another of the same device and was able to complete the case with no further complications. The pt's condition was reported as "fine".